Manufacturer narrative:
An arjo investigator examined the device and found the general condition to be functional with some scratches on the legs and some paint peeling at the base. The lap belt was operational with some wear, but no tears. Per the investigator's inspection and load test of the trolley, the unit meets all MFR operational standards. According to reports from the site, the device did not malfunction, and the lap belt was being used, but nothing is mentioned about the chest straps. Not using the chest strap and allowing the resident to slide on the immersed stretcher, which allowed water to enter via the trach, must be considered a lack of supervision of the bathing process and indicate user error. The MFR recommends retraining of personnel, expecially in accordance with the safety instructions in the operating and product care instructions manual.

Event description:
The facility reports the resident was being bathed in a tub while laying on the trolley. While laying on the batch trolley with the chest and head in an inclined position, the resident slid down and water entered the resident's lungs via the trach in her throat. The facility did indicate the resident went to the emergency room and was hospitalized, but no treatment details were provided.